Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a bubble anomaly. Blood glucose level was 349 mg/dl. No symptoms were reported at the time of the incident. Troubleshooting for the air bubbles was provided. Customer was advised to monitor for air bubbles. The insulin pump will not return for analysis.